Event description:
A consumer reported using a new bottle of this solution and when he inserted his lenses, they were foggy. During the next hour, the lenses continued to become foggier. After an hour, he removed his lenses and his eyes started tearing and became very painful. He reported he saw his eye doctor who diagnosed him with a chemical burn; gave him a drop for pain, safety contacts and an antibiotic. Ten days later, his eyes felt much better but he is still being monitored by his doctor because of a few problem areas on his eyes. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is available at this time. Review of the complaint history showed one other complaint of this nature reported for this lot. Review of the compounding, filling, and packaging mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. This lot met review of the incoming qa inspection results for all the component lots showed them to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. Additional information was requested on (B)(4) 2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).